Event description:
A caller reported an issue with touchscreen responsiveness as the pump screen was frozen and not responding to input, although the screen was not cracked or shattered. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset, but the caller, who had a multiple daily injection (mdi) method as a backup, chose to reset the pump at their convenience and declined further follow-up from technical support.